Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, e2, e3, g3 and h6. Correction to g3 of the initial medwatch. The aware date should be 29-feb-2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the presumed caused for distal end cover burned could not be determined. However, root cause could not be specified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely peeling off coating on insertion section occurred by applying stress such as the following to insertion section: - physical stress such as rubbing or hitting insertion section - chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual) - stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The following is included in the instructions for use (IFU): 3.2 inspection of the endoscope 5.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope's plastic distal end cover was burned and the connecting tube's coating was peeled off .there were no reports of patient involvement.